Event description:
The physician used a 5mm spider fx embolic protection device during a stenting procedure to treat a 40mm moderately calcified lesion in the distal common carotid artery. The artery was moderately tortuous and had a diameter of 8 mm. The lesion had resulted in stenosis of 85%. The procedure used a 7 fr non-medtronic sheath and a non-medtronic 0.014" guidewire. The spider device was prepped as per the IFU with no issues identified. The vessel was pre-dilated but was not post-dilated. The physician encountered resistance advancing the device but did manage to cross the lesion and the filter was deployed. A stent was implanted with no issues. It was reported that during the withdrawal of the spider device, the guidewire fractured in the middle of the device. A ¿self-made¿ catching device was used to remove the spider from the patient successfully. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the filter assembly portion of a spider fx was returned for evaluation. No ancillary devices or other components of the spider fx system were included. The filter assembly was inspected. The total length was approximately 5.5 cm. It was observed the capture wire was fractured within the filter segment of the returned product. The laser weld between the capture wire and the tip wire was intact. The fracture was observed proximal to the bond. If information is provided in the future, a supplemental report will be issued.